Event description:
A caller reported a malfunction on the pump, indicated by malfunction code 12, with no notable events preceding it. There was no information on whether the malfunction affected the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, which successfully cleared the malfunction code, and the customer was able to continue using the pump. The customer was advised to call back if the issue recurred, and they understood the instructions. Customer called back the same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.